Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, target lesion #1 was 95% stenosed and not 90% as previously reported. Post treatment residual stenosis of target lesion #1 was 10% and not 15% as previously reported. Post treatment residual stenosis of target lesion #2 was 10% and not 15% as previously reported. In (B)(6) 2016, the patient was given nitroglycerin for the event of non st-segment elevation myocardial infarction (nstemi). The following day, the patient started deteriorating. A computerized tomography (CT) scan showed bilateral pneumothorax and pleural effusion. The patient developed bradycardia, which required 90 seconds of cardiopulmonary resuscitation (CPR) with pulse restoration and subsequent intubation. The patient was diagnosed with empyema and (B)(6) cultures. The following day, the patient underwent repair of a distal esophageal rupture and perforation and multiple procedures for surgical wound and persistent esophageal leak. The following day, the patient's nstemi was considered resolved. In (B)(6) 2016, esophagogastroduodenoscopy (egd) was performed for esophageal leak. Three days later, the patient underwent surgical wound repair and wound vac placement. Three days later, the patient underwent tracheostomy due to development of acute respiratory failure. The following day, a stent was placed for persistent esophageal leak. Five days later, the patient underwent surgical gastrostomy and surgical jejunostomy placement. The following day, the stent was repositioned. Six days later, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05072. (B)(6). It was reported that myocardial infarction occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion #1, a de novo lesion, was located in the right posterior descending artery (r-pda) with 90% stenosis and was 18mm long with a reference vessel diameter of 2.5mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.50x20mm promus premier¿ drug eluting stent. Post-dilatation was not performed, and there was 15% residual stenosis. The target lesion #2, a de novo lesion, was located in the mid right coronary artery (rca) with 99% stenosis and was 35mm long with a reference vessel diameter of 3.5mm. The lesion #2 was treated with pre-dilatation and placement of a 3.50x38mm promus premier¿ drug eluting stent. Post-dilatation was not performed, and there was 15% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient experienced life-threatening non st-elevation myocardial infarction, which required hospitalization and unspecified medication given. The location of the myocardial infarction was not identifiable. In (B)(6) 2016, the patient was discharged from the hospital.